Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on interface board. It also had a scratched display window noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.